Event description:
It was reported that the handpiece received an error code 5 during a lap gastric bypass. A second device was tried with the same handpiece and a solid tone could be hard. A second handpiece was tried with the second instrument and the case was completed with no patient consequence.

Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and a solid tone was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.